Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the system did not perform vitrectomy cut. Additional information has been requested.

Manufacturer narrative:
The customer submitted a service request (sr); however, the customer cancelled the sr after the cassette was replaced and the surgery was completed without incident. The customer was contacted three (3) days later and the system was working as intended. The system was manufactured on april 25, 2012. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. (B)(4).